Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, malfunction due to deterioration of diming shibori spring was noted. In addition, output connector high brightness detection part failure was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported high brightness mode was observed with the vise elite xenon light source. During a standard service inspection of the customer returned device, malfunction due to deterioration of diming shibori spring was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the brightness control not working occurred because the brightness adjustment spring did not work (did not fall by its own weight) due to deterioration of the brightness adjustment spring. Olympus will continue to monitor field performance for this device.